Manufacturer narrative:
The insulin pump passed the displacement, rewind, occlusion, prime and excessive no delivery tests. All operating currents are within specification. No unexpected low battery alarms were noted. The off no power alarm functions properly. The insulin pump had intermittent failed battery test alarm, and alarmed bolus stopped during the error test due to a faulty battery tube.

Event description:
The customer called to report that the insulin pump was not accepting the battery. The customer had tried inserting several batteries and got the same results. The customer had a blood glucose reading of 370 mg/dl, because she was unable to use the insulin pump, and she didn't have any sort of back up plan. The customer was advised to go to the emergency room for treatment. A follow up phone call was made to the customer and she stated that she did go to the hospital for high blood glucose levels and nausea. Nothing further was reported.